Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt like something was running through the body like a circuit. The patient also experienced headache, wooziness and felt vibration around the ears. Boston scientific technical services (ts) advised to mention these symptoms to the physician to see if there was something unusual with the device. Additional information from the field representative was obtained which indicated that the clinic's left over notes showed that the patient also experienced palpitation and shortness of breath (sob). Moreover, the patient was brought in for a pocket revision per the physician. The physician chose to change the device out at the time of pocket revision to prevent opening the pocket up again in the future for a generator change. The device was explanted. No additional adverse patient effects were reported.